Event description:
During evaluation of a companion sample, it was observed that particulate matter was present. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 13.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with loose and embedded particulate matter noted. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.